Event description:
The customer contacted stryker to report that their device failed to deliver defibrillation energy. As a result, defibrillation therapy may be unavailable, if needed. The patient involved in the reported event did not survive. The customer confirmed that the device use did not contribute to the patient's outcome.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device failed to deliver defibrillation energy. As a result, defibrillation therapy may be unavailable, if needed. The patient involved in the reported event did not survive. The customer confirmed that the device use did not contribute to the patient's outcome.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.